Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer cleared the alarm, the air bubbles in the tubing and successfully resumed insulin. There was no adverse impact to customer¿s blood glucose level.